Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the adhesive was found cracked, confirming the user's concerns. Additionally, as noted, foreign material was found clogging an already damaged nozzle. The object lens was noted cracked. The image had excessive black does and a line present. The subject device failed the water capacity test. The plastic cover had dents and scratches present. A non-olympus instrument channel was being utilized with the subject device. Additional scratches were found on the insertion and light guide tubes. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned her olympus evis exera ii gastrointestinal videoscope for product maintenance with concerns for chipped or missing adhesive. This event have no patient involvement. During the device evaluation, it was discovered that the nozzle had suffered notable damage and was clogged with a foreign material. This report is being submitted to capture the damaged nozzle that had a clog with foreign material found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·operation manual_ preparation and inspectioninspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system- inspection of the air-feeding function - inspection of the objective lens cleaning function" ·reprocessing manual_ cleaning, disinfection and sterilization procedures_ precleaning -warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.- flush water and air into the air/water channel_ caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. ·cleaning, disinfection and sterilization procedures_ manual cleaning. -flushing detergent solution into the air/water channels -removing detergent solution from all channels. -presoak for excessive bleeding and/or delayed reprocessing after each procedure" olympus will continue to monitor the field performance of this device.